Event description:
(B)(4). It was reported that a patient complication occurred. In (B)(6) 2014, the patient underwent treatment of a de novo target lesion located in the right popliteal with 95% stenosis and was 4 mm long with a reference vessel diameter of 6 mm. It was treated that same day with pre-dilatation and the jetstream navitus system. Residual stenosis percentage was not provided. In (B)(6) 2015, the patient was admitted for "sca". Diagnostic tests/imaging results and event outcome were not provided.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).